Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the unit shuts down as soon as ac power is removed from it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts down as soon as ac power is removed from it was unconfirmed. The sr8 was received at the depot with software version 2.1.0. The sr8 was unplugged from ac power and functioned without an abrupt shutdown. Reported issue root cause: there is no root cause due to the reported issue being unconfirmed. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - the unit shuts down as soon as ac power is removed from it.